Event description:
It was reported that the patient was being transferred to, or from a wheelchair and became syncopal. The patient was then transported to the emergency room and the right ventricular (rv) lead exhibited an increase to high thresholds, along with unstable thresholds and a loss of capture. Reprogramming was performed, and the rv lead remains in use. No further patient complications have been reported as a result of this event.